Manufacturer narrative:
All available x-rays were reviewed, and no evidence of anything indicative of a device nonconformance was found. The fracture of the inferior pole of the native patella, mentioned in the 11/24/2015 update, was observed in all of the lateral images. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The additional information does not change the outcome of the original investigation. No corrective action was indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Patient was revised to address instability and pain. Update rec'd 11/24/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. Noted in the medical records on (B)(6) 2012 radiology report the patient has an inferior pole patellar fracture which is minimally displaced. At this time, the patient's patellar component is being added to the complaint and reported. The complaint was updated on: 12/11/2015.